Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited episodes of noise. No intervention was performed and the patient was in stable condition.

Event description:
New information noted that the atrial lead exhibited inappropriate mode switch due to noise oversensing. The patient will continue to be monitored.

Event description:
New information received notes that the right atrial lead exhibited signal artifact and insulation breach was suspected. The ra lead was surgically replaced on (B)(6) 2022. No additional patient consequences were reported.

Manufacturer narrative:
Correction a2: patient age should be marked " 83 years".